Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after changing the infusion set and cartridge and later removed and powered off the ilet, then resumed use, while also reporting intermittent cgm connectivity with a newly placed dexcom g7 sensor. Symptoms included low blood glucose with a reported nadir of 50 mg/dl and dizziness was not reported, with low readings persisting for approximately two to three hours. Outcomes included self-management with oral carbohydrates and juice without professional medical intervention, hospitalization, or assistance from others. Investigation included a review of device data and cgm connectivity, user interview, and troubleshooting and education regarding potential cgm sensor issues and replacement. Investigation of this case revealed inconsistent cgm signal and an undetermined relationship between device function, possible insulin dosing during the set change, and the reported hypoglycemia. It was concluded that the cause of the hypoglycemia was unclear and that no device malfunction could be confirmed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.